Manufacturer narrative:
After further review on (B)(6)2019 , it was reassessed to remove "surgical intervention" as a patient consequence as the patient was only transferred to the operating room for observation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per an internal review on (B)(6)2019 , it was noted that the concomitant product was not added to the 3500a initial report. Therefore, created 3500a follow-up #1. See "d11. Concomitant medical products and therapy dates" section. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30211530m number, and no internal action related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, a steam pop occurred followed by an impedance rise; however, the impedance cutoff was not reached and the ablation was stopped using the remote control. Cardiac tamponade was then confirmed by ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was then transferred to the operating room to have a cardiothoracic surgery. The patient was reported in stable condition. Three days of additional stay were required to monitor patient¿s condition before discharge. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any biosense webster, inc. Equipment during the case. Default flow settings were used. The force visualization features used included visitag, vector and dashboard. The parameters for stability used were 2 mm, range_ 1 mm, time_ 5 sec. Respiration adjustment was used as an additional filter with the visitag module. The color option used was time. The generator was used in power control mode with a temperature cutoff at 45 degrees. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The steam pop was not considered to be a device malfunction. Steam pop was an expected physiological phenomenon. The high impedance issue was assessed as not reportable as the cut-off value was not exceeded, then the overall risk to the patient was low.